Event description:
A pt reported that their meter was reading inaccurately low. Medical affairs specialist was unable to contact them to obtain more info. Per the documentation by the customer care rep, the pt was experiencing symptoms of shakiness, headache and was about to pass out. Pt got a reading of 90 mg/dl on their meter. Pt was taken to the emergency room by their parents. Pt's blood glucose level at the e.r. Was 580 mg/dl. Pt was given insulin and hospitalized in the intensive care unit. The time difference between their meter reading and the e.r. Meter reading was about 30 minutes. A letter is sent to the pt to try and contact them for more info. This case is reported due to a huge difference between the pt's meter reading and the e.r. Meter reading within 30 minutes.